Event description:
Healthcare worker experienced stinging with a white discoloration of the skin on her left thumb after removing pouches from a completed load. The worker rinsed her thumb under running water for 20 minutes, and her symptoms resolved in one hour. Worker is fine. The vaporizer plate was in place.

Manufacturer narrative:
A component of the device is being returned for evaluation. The cause of this complaint is unknown. The root cause of complaints pertaining to peroxide skin contact after a successfully completed cycle is currently under investigation, refer to CAPA 05-016. Retrospective review of this file deemed it reportable as a mlafunction report due to the possibilities of user error, failure to adhere to the operator's manual and/or instructions for handling and maintenance of the vapor plate, and/or to residual h2o2 on the load following a completed cycle.

Manufacturer narrative:
Unit checked by asp employee. System met MFR specification. Vaporizer plate was replaced and returned for eval. Output panel had several burned out bulbs which were replaced. There was a leak back failure. Lb-=42. 4m torr/min (max allowed <25mtorr/min) replaced the injector valve, realigned the injector subsystm. Ran leak back test, checked chamber for residual h202 after lb test, found none. System was set to simulate actual injection/diffusion plasma cycle and found to residual h202. System conforms to MFR specifications.